Manufacturer narrative:
Siemen's investigation into the reported event consisted of a software evaluation that revealed that it is possible for the roi number of the treatment isocenter to be the same as the roi number of the planning isocenter, which causes the table offset not to calculate. The treatment isocenter has the roi number attribute that is generated randomly. In rare cases, the roi number of the treatment isocenter will generate the same number as the roi number of the planning isocenter. This problem can occur in rt therapist 4.x versions. Siemens provided the customer with the following workaround that will allow them to proceed with patient treatment: unload the patient from adaptive targeting, delete the treatment structure set (at_treatment structure set series), load patient to adaptive targeting again and calculate the offsets.

Event description:
Siemens was notified on (B)(4) 2013 that when the customer was setting up the patient to run a cbct, there was no shift noted after registering the patient. The therapist stated that a shift should have been applied however the coordinates were all zeros (0). Reportedly, the therapist moved the planning CT completely off of the cbct, calculated again and the shifts were all zeros (0) again.